Manufacturer narrative:
After review of the data retrieved from the system, it is confirmed that there was a disconnection of the antenna circuit (i.e., tip separation). The cause of the tip separation cannot be confirmed as the device has not been returned for evaluation.

Event description:
Varian representative reported "tip of the microwave antenna broke off in the patient after the 2nd burn was complete. Doctor did not feel any resistance. Noticed it was broken after removal." The treatment was completed. The event occurred during liver ablation. As of (B)(6) 2021: patient status is stable. The tip has not been recovered from the patient. No further intervention is planned at this time. The customer has refused to provide additional information beyond patient status at this time.